Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced hypoglycemia. Customer's blood glucose value was 45 mg/dl. The current blood glucose value was 90 mg/dl. Customer was not treated low blood glucose. Customer reports insulin pump system was not been in use within 48 hours of reported low blood glucose event. Reason customer was off the insulin pump for few hours. The device will not be returned for analysis.